Event description:
Complainant alleged that during testing, the autopulse® platform displayed a user advisory (ua) 8 (motor controller fault detected) message. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) for analysis. Visual inspection of the returned platform shows that the short black cover was damaged/split. The physical damage found during visual inspection is not related to the reported event of user advisory (ua) 8 (motor controller fault detected). The damage appears to have been caused by normal wear and tear (autopulse manufactured in 1/2009). A review of the archive was performed and the reported complaint that the platform displayed a ua8 was confirmed. The archive data shows that a ua8 message occurred on (B)(6) 2014, rather than on the reported event date of (B)(6) 2014. The archive shows no event occurred on the reported event date. Functional testing was performed and the reported issue of ua8 was confirmed. It was found that the motor controller board was at fault. Based on the investigation, the parts identified for replacement were the short black cover and the motor controller board. In summary, the reported complaint that the platform displayed a ua8 message was confirmed based on the archive review and during functional testing. The fault was found to be due to the defective motor controller board. The physical damage found during visual inspection is unrelated to the reported complaint. Upon replacement of the short black cover and the motor controller board, the platform passed all testing criteria.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.